Event description:
During an in clinic follow up, high pacing impedance was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and a lead revision was recommended. No intervention has been performed at this time.the patient was stable and will continue being monitored.